Event description:
The complainant is the wife of a diabetic. She states that her husband's blood sugar on 4/22/97 (am) was 29-34 mg/dl. She then took him to the emergency room where a blood sugar was 338 mg/dl (method unk). In review of the operation of the system it was determined that the customer was using reagent strips that have expired (9/96).